Event description:
It was reported that intra-op, while removing the suprastomal granuloma with the blade, the distal rotating metal tip of the blade broke off (possibly hit the skin hook holding the granuloma) and ended up in the patient¿s trachea. It was removed with endoscopic forceps and it was confirmed that the retrieved piece was complete. There was no known patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information states that additional or time needed to retrieve the airway foreign body.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: the device was placed in a small resealable bag and returned in the original pouch. When returned, the pouch was open from 3 of 4 sides, and the open sides of the pouch were taped with clear surgical tape. Upon return, it was observed that the inner shaft tip was broken off. There were traces of striations observed on the inner shaft near the distal end of the inner hub. The traces of contamination were also observed at the distal end of the outer tube and inside the broken inner shaft tip. The functional testing could not be performed due to damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. H6: initially submitted codes fdm b17 fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.